Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, lot# unknown, product type: lead; product ID: neu_unknown_lead, lot# unknown, product type: lead. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown, ubd: 28-jan-2014; product ID: neu_unknown_lead, serial/lot #: unknown, ubd: 28-jan-2014. Report source: (B)(6). (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient implanted with an implantable neurostimulator (ins). It was reported that two months ago there were high impedances. The cause was unknown. The quad leads were replaced, and it was okay. The high impedances resolved. The patient was alive with no injury. No further complications were reported or anticipated.